Manufacturer narrative:
It was found by the technician that the reported problem could not be duplicated. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown intermittently. No pt injury was reported.